Event description:
Reportable based upon additional information received (B)(4) 2014 it was reported that difficulty crossing the lesion occurred. Vascular access was obtained via femoral artery. The 32mm x 4.0mm, totally occluded target lesion was locatedin the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 32mm liberté stent delivery system was selected to treat the lesion. The physician used the device, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, additional information received indicated that the stent was missing and further follow up indicated the stent was noted to be damaged and thrown away at the facility.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) and liberte shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. The stent was not returned for product analysis. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with stent impressions between the markerbands. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported stent damage and crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based upon additional information received 21may2014. It was reported that difficulty crossing the lesion occurred. Vascular access was obtained via femoral artery. The 32mm x 4.0mm, totally occluded target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 32mm liberté¿ stent delivery system was selected to treat the lesion. The physician used the device, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, additional information received indicated that the stent was missing and further follow up indicated the stent was noted to be damaged and thrown away at the facility.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).